Event description:
It was reported that there was leakage observed from the plunger side of the lor syringe . The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The syringe was filled with water and pressure was applied, and the syringe was found to leak into the plunger. On the initial visual inspection though there was no noticeable abnormalities in appearance. The most likely/suspected cause of the customer reported problem was a problem occurred after shipment, and the components could be crushed. No factors were identified that could indicate the cause of the crushing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. No similar complaint has been reported for the same kit lot number and same component lot number. The manufacturer representative planned for a tray change and to monitor whether similar issues occur after the tray change.